Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition. The patient is pacemaker dependent but did not suffer any adverse effects. Boston scientific reviewed images from the implant procedure and noted that the rv lead does not appear to be completely in the ventricle. The oversensing was mitigated by reprogramming. Due to the patient¿s underlying health condition, surgical intervention to reposition the rv lead will not be performed now.